Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The manifestation was further described as ¿pain in abdomen after infusion¿. The patient was not hospitalized for the event. On the same day as onset, the patient started treatment with injection (inj.) Vancomycin (1 gram every 5th day) ip-intraperitoneally and inj. Fortum (1gram per day) ip for peritonitis. The treatment with vancomycin and fortum was ongoing at the time of this report. The outcome of the peritonitis was unknown. No additional information is available at this time.